Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2017-23782 during a device replacement procedure, fluoroscopy revealed externalization of the ventricular lead. , but the electrical parameters of the lead were all good. Due to the size of the subclavian vein, the ICD was replaced with a pacemaker and the ventricular lead was capped. The pacemaker was connected to the atrial lead and it was noted the lead impedance was low with intermittent capture and sensing. The device was reprogrammed and atrial lead remains implanted. The patient is in stable condition with no adverse consequences.